Event description:
Hcp reported device removed due to possible infection, painful. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent when additional info is received.